Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked belt clip slot at battery tube threads area and a broken reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error and had unresponsive keypad. The customer's blood glucose was 220 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.